Manufacturer narrative:
The pt developed a deep tissue injury to both heels after wearing the boots for 90 days. The left measured 1.5 cm x 2 cm and the right measured 2 cm x 3 cm. The facility reported that skin assessments were performed every shift. Dressings were applied and off loading boots were initiated. No sample was returned for eval. No lot number was provided. A root cause has not been determined. We have not confirmed the device caused or contributed to the reported tissue injury.

Event description:
While wearing the device, the pt developed deep tissue injuries of the heel.